Event description:
It was reported via a clinical study that the implantable cardioverter defibrillator (ICD) was over-sensing far field r-waves which led to inappropriate automatic mode switch (ams) episodes. There were no reported symptoms that the patient felt in regard to this event. The ICD was reprogramed, and the patient was in stable condition.